Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician implanted one extension and the patient is reportedly doing well following the procedure.